Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to aspirate. The sheath was placed into the left atrium and aspirated was attempted but was not possible. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.